Event description:
Customer reports bronchitis & sinusitis. Md seen. Prescribed antibiotics.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. The customer never handwashed their sc device since purchasing in 2019. Soclean's IFU suggest handwashing in addition to using the soclean device. The customer continues to use the soclean device after performing proper maintenance without further reported issues.